Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with a strut pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was selected for use. However, the distal edge of the stent was found to be lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 12mm synergy ii drug-eluting stent was selected for use. However, the distal edge of the stent was found to be lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.